Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer was provided with a replacement device. Stryker further evaluated the customer's device at the product assessment center (pac) and the technician observed that the device would power on but would not emit audio prompts when the lid is opened. The cause of the reported issues was determined to be faulty reed switch, sw5. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.